Event description:
Customer reported a reservoir leak. Customer stated the leak was inside the reservoir chamber and that no insulin was visible in the battery compartment or under the lcd display. No damage was found on the insulin pump. Customer stated that all components of the reservoir were present. The blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.